Event description:
Rptr's silicone implants completely deteriorated in her body. Silicone was in her body without the silicone bag. Medical records are available to this effect. It has affected her eyes and neck. She wore a neck brace 1983-1984.